Event description:
Pt was revised to address loosening of the stem. It was reported that the cement mantle was broken up; the surgeon suspected that the pt had fallen.

Manufacturer narrative:
The stem associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The product/lot combination of the depuy cement product is not known. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received the investigation will be reopened.